Event description:
It was reported that during the implant procedure the left ventricular lead (lv) dislodged when slitting the sheath. The physician used another sheath and the lv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.